Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with umbilical vessel catheter (uvc). The customer reports that the uvc was cracking and leaking at the hub. The uvc was placed on (B)(6) 2011 and was pulled on (B)(6) 2011. The customer stated that the line was not replaced and the patient status is fine.